Event description:
It was reported that this implantable pacemaker was found in safety mode during interrogation. The device was subsequently explanted and replaced by a competitor product. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker was found in safety mode during interrogation. The device was subsequently explanted and replaced by a competitor product. No additional adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.